Event description:
Orig. Surg. 1994. High activity level. Allegedly the implanted stem with a femoral head disassociated from the cup. However the ring was still left in the cup. Disassociation. The pt fell down before the disassociation.